Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Additionally, it was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated bg was address by manual correction injection and infusion set was changed. Reportedly, a supply change was performed to address the issue.